Event description:
It has been reported to philips that, flexvision monitor would not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that flexvision monitor didn't boot up. Review of the log files confirmed malfunction of the flexvision pc. The fse did system troubleshooting and found that there was issue with the flexvision pc. The fse replaced the flexvision pc, reinstalled the system and loaded the backup. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.